Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to infection. Patient was in good condition during and after the procedure and was treated with antibiotics. The device was replaced on (B)(6) 2016. No additional information is available at this time.